Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the left ventricular (lv) pacing lead was decreasing. Analyst commented, lv pace impedance trend generally falls from 570 ohms to 361 ohms between (B)(6) 2015 and (B)(6) 2016. Concomitant medical products: 5086mri, lead, implanted: (B)(6) 2009; 5086mri, lead, implanted: (B)(6) 2009.

Event description:
It was reported that during implantable pulse generator (ipg) device follow up physician noted and inquired regarding within approximately five months the ipg estimated longevity changed from 4.5 years to 3.5 years and was indicated as fast battery depletion. It was also reported that the left ventricular (lv) lead exhibited high output due to lead placement difficulty meaning the location/position of the lead. Physician advised on functionality of longevity estimator and provided the calculated longevity details. No action taken, the ipg and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.